Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (B)(4) of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device displayed a blank screen and illuminated its service led. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted stryker to report that their device displayed a blank screen and illuminated its service led. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue of the device displaying a white screen. During evaluation it was observed that the device had logged two error codes in the device's service log. After replacing the user interface pcb, the device passed functional and performance testing and was returned to the customer. The replaced user interface pcb was further evaluated at the product assessment center (pac). The root cause of the reported issue of the device showing a white screen is determined to be isolated to missing capacitor from the pcb. The root cause of the two error codes being logged was unable to be determined.